Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/shortness of breath, low grade headaches and poor sleep quality while using the device. Medical intervention was not specified. The device was returned to the manufacturer on 09/30/2021. The device passed the repair evaluation test on 04/13/2022 and was scrapped after the completion of the eval. Additional information received from the pms clinical expert review determined that the use of the device may have caused or contributed to a serious injury. Three good faith effort attempts were unsuccessful ingathering additional information. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/shortness of breath, low grade headaches and poor sleep quality while using the device. Medical intervention was not specified. The device was returned to the manufacturer on 09/30/2021. The device passed the repair evaluation test on 04/13/2022 and was scrapped after the completion of the eval. At this time, no further investigation can be performed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.